Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during priming. There was no patient involvement.

Manufacturer narrative:
The defective board was returned for further investigation. During the evaluation the reported issue could not be confirmed. The board worked according the specification. As the temperature probe was discarded by the customer no further evaluation on this component could be performed. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective processor board and temperature probe. Both parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The parts were requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.